Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the patient was hospitalized on (B)(6) 2017. The customer reported that they recently got out of the hospital and pump was in a baggy, it had not been turned off and was a little wet with insulin. Customer saw low reservoir alarm and tried to clear, but was unable to. The customer removed battery and put in new one. Got unexpected restart alarm and now buttons were not responding. Blood glucose value when admitted to hospital was 411mg/dl. Cause of hospitalization as per doctor was diabetic ketoacidosis for the first time and had vomiting multiple times and weakness. The customer was treated with intravenous insulin. The customer¿s blood glucose was 220mg/dl after eating lunch. The customer was not wearing the pump at time of hospitalization for less than 48 hours. The customer declined to troubleshoot for high blood glucose. The customer stated she ran out of test strips and didn't test after eating, had to guess at her bolus amount. The customer had screen issue, and when taking off the battery cap pump cracked. The customer reported that crack is on the threading where the battery cap screws into the pump. It was not possible to able to complete troubleshoot due to button issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor . Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit alarmed unexpected alarm during testing after battery installation due to c13 I/b leaking voltage. Unit received with stripped battery cap coin slot (p). Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. Unit received with missing end cap sticker.